Event description:
In 2004, my son had a phs mesh hernia surgery at (B)(6) hospital. On (B)(6) 2017. He had his second hernia surgery at (B)(6). He is not the same. He has an assessment at (B)(6) hospital. The surgery was mandated. Another hernia device was placed in him on (B)(6) 2017.